Manufacturer narrative:
The insulin pump had a blank display due to moisture damage found on the mother board and liquid crystal display board.

Event description:
The customer called to report water damage to the insulin pump after dropping it in the toilet. Advised that the insulin pump would be replaced.